Event description:
Healthcare professional reported "capsular contracture" and "implant integrity violation". This record is for the right side. Device was explanted, will not be returned.

Manufacturer narrative:
Phone (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture" and "implant integrity violation".

Manufacturer narrative:
Device is not PMA approved and is no longer reportable to the FDA. Device photo analysis: visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported "capsular contracture" and "implant integrity violation". Later, healthcare professional reported ¿hardening of the mammary gland", "discomfort", "deterioration of shape (implant damage)". This record is for the right side. Device was explanted and replaced by another's manufacturer's device, will not be returned. Device information received indicated a non-PMA approved device. Device is no longer reportable to the FDA.